Event description:
This is report 1 of 2 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient experienced abdominal pain, vomiting, diarrhea and cloudy effluent as a result of the peritonitis. The patient was treated with unspecified medication for the event. After a week of hospitalization, the patient was recovering from the peritonitis and discharged from the hospital. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13f20059 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).